Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device responded with an error - possibly faulty capacitor. There was reportedly no patient involvement. No evaluation, replacement part order only.